Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device lot number is unknown. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was asymptomatic and intervention was not required. If additional information pertinent to the incident is obtained a follow-up report will be submitted.